Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implanted neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal /pelvic floor therapy. It was reported the patient says the therapy helps her symptoms. She only had one night in the past 3 weeks where she went back to old symptoms, had a sudden return of symptoms on (B)(6) 2019. It was reviewed that if the patient ever has any symptoms return she could use the programmer and check that ins is on and increase if needed. Programmer use and instruction was reviewed with the patient. No further complications were reported or are anticipated.

Manufacturer narrative:
Review of this MDR and/or additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury or that the device in this report has malfunctioned. Therefore, this event did not and does not meet the reporting requirements stipulated in 21 cfr 803. If information is provided in the future, a supplemental report will be issued.

Event description:
Patient responded to a letter. The circumstance that led to the sudden return of symptoms was the patient consumed too much caffeine; the implant is functioning as expected now. The patient added that the issue resolved itself. They also were told to keep their device turned off unless changing the program or settings. No further patient complications have been reported as a result of this event.